Manufacturer narrative:
Product event summary: a proximal portion of the lead was returned and analyzed. No anomalies were found. Visual summary analysis of the lead indicated apparent explant damage and stretching.

Event description:
It was reported that during a routine changeout procedure, the atrial lead was found to have dislodged and was not capturing. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that during a routine changeout procedure, the atrial lead was found to have dislodged and was not capturing. The lead was capped and replaced. It was further reported that the lead was later explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.